Event description:
It was reported the lead displayed an increase in impedance and it was high. It was also reported an x-ray revealed there was evidence of "twiddling and the superior vena cava coil was pulled back out of the heart." When the pocket was opened, the lead appeared braided and had "multiple visible turns." The lead was partially explanted, replaced, and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.